Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 3006260740-2020-03595. H10: as the lot number for the device was not provided, a lot history review was not performed. The sample was returned to the manufacturer for evaluation. The investigation is confirmed for aspiration problem, fracture and deformation. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implanted ports allegedly experienced obstruction of flow, fracture and deformation due to compressive stress. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 66 year old female patient weight was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review was not performed. The sample was returned to the manufacturer for evaluation. The investigation is confirmed for aspiration problem, fracture and deformation. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implanted ports allegedly experienced obstruction of flow, fracture and deformation due to compressive stress. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient weight was not provided.